Event description:
It was reported that approximately three weeks post filter implant, the patient reported abdominal discomfort. It was reported that the patient had comorbidities associated with the abdominal discomfort. During the evaluation, it was identified that the filter had migrated caudally and was tilted approximately 30 degrees, with the apex of the filter in the renal vein. The physician attempted to retrieve the filter using a recovery cone; however, was unable to retrieve the filter. The patient continued with abdominal discomfort and was referred to another facility, where the decision was made to surgically remove the filter. Following the filter removal, a competitor's filter was deployed. Reportedly, the filter had been initially implanted due to pe, and there was no difficulty encountered during the initial filter deployment.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.